Event description:
At 5:00am, 200 ml of an oral electrolyte solution were hung, and the pump was set to deliver 50 ml/hr. At 7:30am, the nurse noted the tubing was disconnected from the pump, and 15 ml of solution remained in the feeding container. The reporter stated no pump alarms were activated. The "volume fed" on the pump read 138 ml, but the patient received 185 ml. There was no illness, injury or medical intervention resulting from the event. One patient involved.